Event description:
Harmonic handpiece overheating. Replaced handpiece. No further incidence of device overheating.

Event description:
Harmonic handpiece overheating. Replaced handpiece. No further incidence of device overheating.